Event description:
It was reported that noise was present on the right ventricular (rv) lead and a lead fracture was suspected. The lead was explanted and replaced. During the procedure the coronary sinus (cs) was perforated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A proximal portion of the lead was received measuring 48.5 cm. A distal portion of the lead was received measuring 48.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: p1501dr pacemaker implanted: (B)(6) 2008. A 5076-45 non-defib lead implanted: (B)(6) 2008. (B)(4).